Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. Customer who was hospitalized at the time, obtained an unspecified low sensor reading and was administered jam and sweet tea by a nurse. Post-treatment, customer obtained a sensor reading of 72 mg/dl in comparison to an hcp meter reading of 412 mg/dl and was administered insulin as corrective treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. Customer who was hospitalized at the time, obtained an unspecified low sensor reading and was administered jam and sweet tea by a nurse. Post-treatment, customer obtained a sensor reading of 72 mg/dl in comparison to an hcp meter reading of 412 mg/dl and was administered insulin as corrective treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Sensor kit expiration date is 31 dec 2018. The medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan.